Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received support with a pump reset, and after this reset, the cgm error code did not reappear, allowing the successful start of their sensor session.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.